Manufacturer narrative:
Concomitant medical products: 694775 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a confirmed lead fracture. The left ventricular (lv) lead was capped and replaced. No patient complications have been reported as a result of this event.